Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump due to the recurrence of the malfunction within 48 hours and advised the customer about using mdi as backup therapy. The customer will receive a replacement pump with updated software and was instructed on the return process for the faulty pump.